Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer reported that the blood glucose was high with the insulin pump. The customer was treated with syringe and insulin pump. The customer declined troubleshooting of the insulin pump. The insulin pump will not be returned for analysis.